Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose reading of 400 mg/dl. The customer's nurse stated that recently, the customer only received 19 units of insulin instead of the 30 units he should have received. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime, but showed low reservoir and no delivery alarms, as well as intermittent button response. Nothing further was reported.